Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited increasing and high thresholds, high impedance and contained a possible fracture. The lead was reprogrammed and a revision was performed. The lead was explanted and replaced with a new lv lead. The replacement lead was not possible to position in the coronary sinus. Due to an unavailable connector plug the lead was connected to the device, capped and a lead end cap was attached. The lv lead function is turned off. The patient is scheduled to receive a newdevice and lv lead. No patient complications have been reported as a result of this event.